Event description:
It was reported that during a video assisted thoracic surgery lobectomy, the first device was fired successfully 3 times before it got stuck, it would not staple all the way, and it jammed on fourth firing using a green reload. The second device would not fire. The third device would not fire. An another device was closed on the upper lobe of the lung. When the surgeon tried to fire the device the handle became broken. The tech is unsure of which part of the handle became broken. The device was stuck on tissue and would not open. Cautery was used to excise the tissue from the device and there was bleeding that was controlled with cautery. Cautery was used to complete the procedure. Additional information has been requested, no response has been received to a date, a supplemental report will be submitted upon receipt of additional information.

Manufacturer narrative:
(B) (4). (B) (4). Firing trigger handle the analysis results found that one ats45 device was received instead of an atw45. The device was returned with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and no additional abnormalities were found. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or trough a locked cartridge causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.